Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of one sprinter legend device following inflation at nominal pressure in a moderately tortuous, severely calcified lesion with 60% stenosis in the distal diagonal branch of the artery, a detachment at the tip of the balloon catheter occurred. Due to the extreme calcium, the balloon catheter was delivered with slight difficulty. The balloon was inflated once to nominal pressure and upon removal sheered off. Attempts were made to snare, rewire, and use a suction device to remove the detached portion, but the distal portion of the catheter remained in the patient's distal diagonal artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance or excessive force was not encountered during delivery. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the detached portion of the device was not secured within the vessel, but was floating distal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon was being used to pre-dilate the lesion. Approximately 10mm of the distal tip of the balloon catheter, including the marker band was left in the body. There is no future plan to remove the detached portion embedded in the vessel. The patient is alive and doing well with no further injury. Image analysis: one still image was returned for analysis. Part of a device is shown in the image with a shelf carton in the background however the image is of poor quality, and it cannot be determined what section of the device is shown or if there is a detachment evident. The image is of too poor a quality to confirm any complaint. A lot number seen on the shelf carton matches the lot number reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.